Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed on a patient. A watchman trusteer access system (was) was selected to be used. The physician reported the septum was tough to cross and once the sheath and pigtail were in the appendage, a kink in the sheath was noticed. They physician elected to proceed without changing the sheath and the procedure was completed. There were no patient complications or consequences as a result of this event.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was not returned; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038120781. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: a review of the device history record indicates that the device was manufactured per specification. The instructions for use include functional testing of the device before usage within the body and state that use of the device is to be discontinued if evidence of a failure or damage is present. As the reported events do not indicate any device damages or failures during unpackaging or preparation, it was considered likely that the reported events occurred due to factors encountered during the procedure. The reported kink was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation. Risk review: a risk review was completed and confirmed that the event of sheath kink was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed on a patient. A watchman trusteer access system (was) was selected to be used. The physician reported the septum was tough to cross and once the sheath and pigtail were in the appendage, a kink in the sheath was noticed. They physician elected to proceed without changing the sheath and the procedure was completed. There were no patient complications or consequences as a result of this event.